Event description:
It was reported that the preloaded monofocal lens had a scratch on the optic in the lower right side. The lens remains implanted. Additional information revealed that the issue was noticed after the implantation of the iol. There have been no complaints from the patient related to this issue. No further information is available.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no section d-9: device date returned to manufacturer: not returned section h-3: device evaluated by manufacturer: yes device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. It can be observed a scratch like mark in the lens mid periphery between 4:00 and 5:00 in relation to the picture orientation. Due to the mark size and location it is not expected to impact the patient visual function in the event the lens remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined from a photo assessment. Since no product has been received, no further evaluation was performed. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.